Event description:
The complainant reported that a placement signal low alarm appeared during automated impella controller support. The pump continued to provide circulatory support and was not removed as a result of the alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The data logs confirm the clinical description as placement signal trends downward as the case proceeded. The console was tested but the failure mode was not reproduced. The console's 5s were well above passing parameters so that would not have caused the optical signal behavior. The root cause of the optical signal issue was not determined since the failure mode was not reproduced. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.